Manufacturer narrative:
Lot number - 19d011, 19d005, 18n028, 18m005. Two (2) single use devices were received for evaluation. Visual inspection revealed fluid inside the bag that contained the devices. When the devices were removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the devices. The reported condition was not verified. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 9 </noe> malfunction events. It was reported that nine (9) small volume infusors were leaking prior to patient use. One (1) of the devices was leaking from the blue wing luer cap and eight (8) devices were leaking from an unspecified location. All the events were identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One additional single-use device was received for evaluation. Visual inspection revealed fluid inside the bag that contained the device. When the device was removed from the bag, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.